Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge could not be filled. Customer's blood glucose level was between 100 - 150 mg/dl. A new cartridge was loaded to address the issue.